Event description:
Arterial catheter broke off in patient's arm. The distal portion of catheter, a 1-1/2" piece of plastic, was lodged in the patient's radial artery and required a return trip to the or and surgery to retrieve the dislodged piece of the catheter. The catheter was successfully removed and patient is fine with normal circulation to left arm. During normal monitoring use of catheter, catheter dislodged from hub and was unable to be retrieved from insertion site.